Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that neither one of his batteries would start the system. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon eval, it was discovered that the monitor had an intermittent j1 connection. The j1 component is the 2mm 6-pin plug connector located on the monitor's biphasic defibrillator pca board. The intermittent connection on j1 caused the monitor to malfunction upon startup. The root cause of the defective component cannot be positively identified but was likely random component failure. Once j1 was replaced, the unit was fully functional. No adverse event resulted from the defective component. The pt received a replacement monitor.